Event description:
Related MFR report: 3006705815-2020-01428.

Manufacturer narrative:
Corrected data: h6 - device code.

Event description:
Related MFR report: 3006705815-2020-01428.

Event description:
Related MFR report: 3006705815-2020-01428. It was reported the physician was unable to implant the scs trial lead due to the patient's anatomy. Reportedly, the physician inserted both needles and was able to access the epidural space, however the lead would not insert beyond the t10 level. The physician decided to abandon the procedure. No adverse consequences to the patient were reported.